Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the screen. There was no reported adverse impact to customer's blood glucose level. Technical support guided the caller through troubleshooting steps, confirmed the issue persisted, and assisted in removing the pump from its case. Despite these efforts, the button remained difficult to press, so it was decided to replace the pump. Caller was instructed to switch to multiple daily injections as backup therapy and understood how to store and return the faulty pump.